Manufacturer narrative:
(B)(4). Investigation / evaluation: this historical complaint is being filed under 21 cfr part 803 as part of a retrospective review of complaint files. During the course of investigation, a review of the complaint history, instructions for use (IFU) and specifications was conducted. By report, a (B)(4) multi-length ureteral stent tied into a knot. No product, imaging, or specific part number were returned to assist with this investigation. The device in this case was observed to be knotted at an unknown time and during unknown conditions. Minimal information was returned to assist with this complaint, therefore a definitive root cause could not be determined. The product IFU in this case states: "individual variations of interaction between stents and urinary system are unpredictable. Periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested." Without a physical examination of the device used we are unable to determine a root cause of this event. If the product becomes available for examination we will re-evaluate this complaint. The appropriate personnel have been notified of this event. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
Minimal information was provided, stating only that the (B)(4) multi length ureteral stent tied into a knot. No information regarding patient outcome was provided. Multiple attempts for additional information were made ((B)(6) 2015); however, the manufacturer received no response from the reporting facility. Information provided by the rep on (B)(6) 2015 stated that no further information would be forthcoming; however, the manufacturer was advised on (B)(6) 2016 that the product would not be returned.